Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2023, the medial plate and four screws were removed in a revision surgery on (B)(6) 2023 due to nonunion and a broken medial plate. The site was revised with non-tmc hardware and no other patient outcomes were reported as a result of this event. According to the surgeon, the patient was non-compliant and the patient's bones were partially fused (75%) as only 25% was not fused. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, based on feedback from the surgeon, the most likely cause of what was reported is patient non-compliance. The device was likely subjected to excessive bending stresses leading to its breakage. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2023, the medial plate and four screws were removed in a revision surgery on (B)(6) 2023 due to nonunion and a broken medial plate. The site was revised with non-tmc hardware and no other patient outcomes were reported as a result of this event.